Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as skin irritated, blisters (three), a few blisters that broke open are now scabbed over. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care nurse applied skin prep for the skin irritation. Follow up indicated that the skin irritation improved.